Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found that pd core program software installed had become corrupted. The program software was re-installed to resolve the malfunction. Historically failures of this type are a result of the device's software being upgraded. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer disabled", "defib disabled" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.